Event description:
It was reported that during a low anterior colon resection procedure, on the first firing using a blue cartridge the cut line was clean and fully cut, but there were staples missing in the center. The surgeon over-sewed. The surgeon could see the lumen on the distal part of rectum. The device was reloaded with a blue reload and fired on the proximal portion. The staple line was checked and there was a leak in the middle. The surgeon over-sewed with 3-0 vicryl. Radiated tissue and was deep in the pelvis. No patient consequences were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: additional analysis: based on the two images provided, the root cause of the complaint could not be determined. The photographic evidence, unfortunately, the root cause of the complication cannot be determined. Hands on analysis of the device and cartridge may provide the evidence necessary to confirm the root cause of the complication. The analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. No incident related to the reported event was observed during the batch record review.